Event description:
It was reported on (B)(6) 2012 that the physician was having trouble with his programming system. This had been occurring for about a week. Their handheld device would intermittently give a communication error message despite the wand battery being good and the programming system not being plugged in to the outlet. Troubleshooting was performed and the issue was isolated to the serial cord adapter. It was reported that the serial cable would rattle when shaken and that the handheld and wand worked when using a different serial adapter cable. The cable was returned on (B)(6) 2012 and analysis is pending.

Event description:
The cable was returned on (B)(6) 2012. Product analysis on the serial cable was completed on (B)(4) 2012. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. Additionally it was noted that no 'rattling noises' were heard during analysis. The serial cable performed according to functional specifications.